Manufacturer narrative:
The customer¿s report of a balloon in the silicone segment was confirmed. The report of leaking was not confirmed. Visual inspection revealed a ballooned segment at the top of the silicone pump segment measuring approximately 0.55 in. Long and 0.31 in. Wide. Functional testing resulted in fluid flowing freely through the set with no signs of ballooning. No leaks were observed. Ballooning was replicated by giving an IV push without clamping the tubing above the injection port. The root cause of the customer¿s report of ballooning silicone segment may be related to not clamping above the injection port when administering an IV push or flush. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was leaking around the transducer site. During examination noticed a large area of ballooning. There is no report of patient harm.

Event description:
The customer reported that blood backed up in the radial arterial line tubing and fluid leaked around the transducer. Upon examination, the clinician noted a large balloon in the silicone segment of the alaris primary tubing. Tubing was replaced and no patient harm was reported.